Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the handle dropped on the floor. It was reported that the handle did not touch the patient. The procedure was completed using a new handle.